Event description:
It was reported that the patient with this inflatable penile prosthesis had difficulty inflating the device. Upon presenting at the clinic, the physician also had difficulty inflating it. A device replacement was scheduled. During the procedure, the device inflated without issue, but bilateral distal erosion was noted. The device was removed and another distal space was created for the cylinders. No additional patient complications were reported and the patient fully recovered.